Event description:
It was reported that an ilet user experienced leaking at the cartridge-to-connector interface during two supply changes, with a concurrent elevated blood glucose of 280 mg/dl, and that the leaking resolved after switching to a new box of cartridges and connectors following troubleshooting education. Customer care provided troubleshooting guidance. Investigation of this case revealed proper connection technique by the user and a suspected defective lot of disposable supplies given resolution with a different box. No symptoms associated with hyperglycemia reported. Outcomes included delay in insulin delivery/therapy without hospitalization, and resolution after supply replacement. It was concluded that the event was related to a disposable component issue rather than user error, and replacement supplies were provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.